Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the device was being used in a right hand assisted laparoscopic donor nephrectomy. The jaws were closed on the renal artery, the device was then fired. The user noticed that the device felt stiff when firing. The user was then unable to open the device when pushing on the release button. The healthcare professional then had to put in an additional port to cut the renal artery on the kidney side and stapled the renal vein with a second like stapler. The kidney was then removed leaving the stapler still on the renal stump. A second surgeon was able to pry open the jaws open by pulling apart the two handles on the device. The staple line was intact.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.